Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to rerun a discordant sodium (na) sample on the alternate dimension vista instrument, to confirm a previously obtained repeat result which resulted lower. Ccc also instructed the customer to rerun the electrolytes to verify they are acceptable. The ccc checked the process errors and found no integrated multi-sensor technology related errors. Quality controls were within range on the day of the event. The cause of the discordant, falsely high na result on one patient sample is unknown. The instrument is running according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high sodium (na) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). A repeat performed on the same instrument, resulted lower. The sample was then run on an alternate dimension vista instrument, resulting lower than the other repeat result but comparable. The corrected result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high na result.